Event description:
It was reported that during a neurovascular procedure when the operator withdrew the subject retriever stent along with the catheter a carotid cavernous fistula appeared in the patients anatomy. The operator is unsure if something has caught on the wall as the system was pulled out. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure when the operator withdrew the subject retriever stent along with the catheter a carotid cavernous fistula appeared in the patients anatomy. The operator is unsure if something has caught on the wall as the system was pulled out. No further information is available.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Good faith efforts have been exhausted in response to a request for further information and the limited information available does not indicate a need for escalation of the event to the senior managements. An assignable cause of anticipated procedural complication will be assigned to this complaint.